Event description:
It was reported the patient saw an elective replacement indicator (eri) a couple days prior to this report. The patient wondered how long until the implantable neurostimulator (ins) depleted. The patient further stated they had seen their settings ¿going down 2 digits a week.¿ no symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387s-40, lot # va0f6yh, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # va0fbun, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).